Event description:
Epidural catheter was inserted for pain control infusion of medications during labor process. Following delivery, catheter was to be removed. The first medical professional went to remove the catheter and met minimal resistance when tempting to remove. Repositioned the pt and still would not come out. A second medical professional went to attempt to remove and still met resistance. Repositioned pt several times with no success of removal. Another medical team professional went to attempt removal and as the person placed their fingers at the site and tried to remove the catheter, it fractured approximately 5-6 cm of the catheter tip remained in the epidural space. Route: extra-amnio, dates of use: approx 4 hours. Diagnosis or reason for use: pain control during labor process.